Event description:
It was reported that three weeks after an inflatable penile prosthesis (ipp) implant procedure the patient had a cyst near the base of the penis which was drained by the physician. The cyst was no longer located after its dissection. Three weeks after the patient experienced an infection at the base of the penis leading to antibiotic treatment and the removal of the existing ipp. There were no product issues with the explanted device but the physician believed the device contributed to the symptoms. Five years later the patient underwent a reimplant procedure in which a tactra penile prosthesis was placed. The patient was expected to fully recover following the procedure.

Manufacturer narrative:
H2, h6, h10 updated.

Event description:
It was reported that three weeks after an inflatable penile prosthesis (ipp) implant procedure the patient had a cyst near the base of the penis which was drained by the physician. Three weeks after the patient experienced an infection at the base of the penis leading to antibiotic treatment and the removal of the existing ipp. There were no product issues with the explanted device but the physician believed the device contributed to the symptoms. Five years later the patient underwent a reimplant procedure in which a tactra penile prosthesis was placed. The patient was expected to fully recover following the procedure.